Event description:
Caller reported that they did not see drops of insulin at the end of the tubing during the filling step of a procedure. There was no adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.